Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in (B)(6) notified biomérieux of discrepant identification results in association with the vitek ms instrument (ref. 410895, serial number. (B)(4)). Customer reported having no vitek ms identification of a gram negative bacteria isolated from a positive blood culture. Customer repeated the test several times on the same day. During one of the repeat testings, the isolate was identified as morganella with 60% confidence. Customer then tested the isolate using their vitek® 2 compact where the isolate was categorized as low discrimination with brevundimonas diminuta / vesicularis and chryseobacterium indologenes. Customer repeated the vitek ms testing several times (~10 times) using a fresh subculture of the mentioned isolate. Vitek ms cannot identify the organism during all these instances. Since the isolate looked dry, it was processed using fungal procedure and then tested in vitek ms in bacterial mode, but still the organism could not be identified. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: ********** a customer in india notified biomérieux of discrepant identification result in association with the vitek ms instrument (ref. (B)(4), serial number. (B)(6)). Kb version : 3.2 (cli) issue type : discrepant identification results between vitek ms and vitek 2 vitek ms result: - no identification. - single choice to morganella (as notified in the complaint but this is not in accordance with data provided). Expected ID: unknown . Other method: vitek 2 (identification as chryseobacterium indologenes with low discrimination criteria) . Culture conditions: -origin : unknown. -culture media : blood agar. -incubation : 18-24 hours culture. Investigation: **************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** *fine tuning according to the vilink alert tool criteria, the fine tuning status was low during the tests made on 28 feb and 01 mar 2022. Fine tuning was needed during the tests performed. *spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Technique needs to be verified with the customer. *knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. *sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, one spectra led to single choice to pseudomonas aeruginosa and others to low discrimination to several aeromonas. Data provided is questionable. The sample « all peaks » values are quite heterogeneous, varying between 52 and 84. Sample spot preparation needs to be verified with the customer. The following limitation is stated in the vitek ms knowledge base user manual ref. 161150-924 ¿ a - clinical use v3.2: * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ * testing of species not found in the database may result in an unidentified result or a misidentification. Based on these findings, the vitek ms results to morganella are questionable. Further investigation on the strain are needed in order to confirm the identification. In case of no identification results, there was no product malfunction. The system did not provide any misidentification and informed the customer that the strain could not be identified. In case of no identification result, customer has to follow the process described in the vitek workflow user manual 4501-2233 - f : ¿repeat the acquisition for the same deposit. If the message is displayed again, redo the deposit and then the acquisition. If the message is displayed again, repeat the identification using another method (such as vitek® 2, api strip, other biochemical or molecular methods).¿ it could be species not present in the vitek ms kb. Customer has to confirm the identification with reference method (sequencing). *expected identification after investigation: unknown because identification was not confirmed with a reference method (sequencing) conclusion: ************** the root cause is unknown.